Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after second prime. Timeouts were observed to have occurred throughout runtime as well as in tandem with a failure to transition that was observed in the rotational sensor data, indicating a drive stall occurred. The pod was unable to be activated and rerun. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod or contribute to a needle mechanism failure. The exact cause of the observed drive stall could not be determined. It could not be conclusively determined if the drive stall contributed to the reported needle mechanism failure event. Though no issues with deployment were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined. The shelf mode current measured out of specification. Further inspection of the pcb assembly found no visible damages or defects that would contribute to a high shelf mode current. The exact cause of the high shelf mode current could not be determined. It could not be determined if the high shelf mode current contributed to the observed drive stall or reported needle mechanism failure event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated. Patient did not know anything about the pink slide moving forward and was unable to describe if this happened; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.